Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optic failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse tested the unit with a fiber optic module tester and cleaned the wiring. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data :b4,g3,g6,g7,h2,h10,h11 corrected data : b5,b6,b7,d10,g1,h6(impact code).

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) unit had a fiber optic failure. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse tested the unit with a fiber optic module tester and cleaned the wiring. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.